Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the problem. The instrument was tested without further problem. Instrument is operating as expected. No repairs needed.